Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified radial vein. A 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. The balloon was inflated two times at 6 and 8 atmospheres (atm) respectively. However, during third inflation at 12 atm for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.